Manufacturer narrative:
D9 / h3 updated to indicate device was not returned. During the review of the received x-rays a broken locking screw at the distal end of the nail could be identified, therefore is the complaint rated as confirmed for this locking screw. A device inspection was not possible since the affected device was not returned. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. A few x-rays were provided which were presented to our health care professional for evaluation, question about most likely reason for breakage of the also involved nail was asked , to which medical expert opined: the fracture was atypical as described by the surgeon. Additional to the reconstruction nail a plate was inserted to provide more stability to the fracture. However the position of these atypical fractures is unfavourable in terms of stress occurring. Additionally the potential is reduced to restore intact bone. A patient related factor here is the massive obesity. The assessment of the screws is a little difficult as no clear two planes are provided, but it looks as if the screws are positioned a little peripheral and eccentric, that may have led to higher loads at the fracture site. A position close to the calcar should be preferred in general. The device must be available in order to determine the exact root cause of the failure. However, based on the available information and the opinion received from the health care professional, the most probable cause of the issue is most likely patient related. The atypical nature of the fracture and massive obesity of the patient may have caused more load on the nail leading to breakage of the nail and screw. The IFU clearly specifies: these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
Stryker rep reported that a nail failed and that a revision will be required. The surgeon used a recon stryker nail to fix an atypical bisphosphonate sub troch femur fracture; despite reducing the fracture adequately and fixed in a valgus position, the nail failed within 6 weeks. A provided x-ray shows that a locking screw is broken.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
Stryker rep reported that a nail failed and that a revision will be required. The surgeon used a recon stryker nail to fix an atypical bisphosphonate sub troch femur fracture; despite reducing the fracture adequately and fixed in a valgus position, the nail failed within 6 weeks. A provided x-ray shows that a locking screw is broken.